Manufacturer narrative:
The manufacture representative went to the site to test the imaging system and upon arrival the system had the radiation disabled on the pendent and it wouldn't shoot 2d boost. The generator error logs showed multiple errors for 5vdc power dropping. The logs also showed the clock was intermittently dropping. To resolve a new power supply was installed and calibrated and the generator control board battery was replaced. Once complete the machine worked as intended. No further issues noted. MDR codes: b01, c02, d02. H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Radiation intermittently disabled." Installed power supply in test imaging system. The system initialized. Generator, communication and charging readied. Power supply output voltage was good. 2d and 3d images were successful. MDR codes: b01, c19, d14. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6); rev. G, ubd: , UDI#: ; product ID: bi71000852, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used in an unknown procedure. It was reported that the system was intermittently disabling radiation. This happened without site involvement. Site reenabled radiation by pressing the radiation button on the pendant. After enabling radiation, site completed surgery without issue, but system continued to intermittently disable radiation. Patient was present. There was unknown surgical delay and impact on patient outcome.